Manufacturer narrative:
(B)(6).

Event description:
Information was received that a patient experienced asthma like symptoms immediately after placing a smiths medical portex blue line ultra suctionaid. No additional adverse patient effects were reported.